Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose reading was 27mg/dl, and a few minutes later it was 177mg/dl. The customer mentioned that her most recent blood glucose reading was 310mg/dl and she bolused for it. Advised the caller to contact with bayer to troubleshoot the glucose meter. The customer mentioned that she went to the emergency room the night before with high blood glucose of 280mg/dl, and the cannula was bent. The caller stated that she has been fighting with a cold over the past several weeks. They treated her with an insulin drip, then with antibiotic to treat her cold. Performed the high pressure test and passed. The customer stated that she is not comfortable with the device at this point, and she is going back on manual injections. No further information was provided.